Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system exhibited a shock impedance measurement greater than 125 ohms. The device was 0.1 volt from declaring end of life (eol). Technical services discussed testing and replacement considerations. To date, no adverse patient effects were reported as a result of this clinical observation.